Event description:
A customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which the set broke. According to the report, the stopcock snapped off when the anesthesiologist was using it. The clinical nurse educator believes that these occurred because of user error and not because of a deficiency in the product. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available..

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient.